Event description:
An operating room nurse reported that when the surgeon was performing a deep scleral depression during a procedure, the trocar came out of the eye, resulting in a choroidal bleed. The surgeon did not feel that there would be long term effects for the pt. Additional info has been requested.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. A lot number was not indicated for this complaint; therefore, the device history record (DHR) for the lot could not be reviewed for abnormalities that could have contributed to the complaint. Because a sample was not returned and no lot number was indicated for this complaint, the root cause cannot be determined. (B)(4).